Event description:
Caller reported that the t:slim x2 pump battery failed to charge, and attempts to resolve the issue using different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Cts arranged to replace the pump, provided instructions for returning the problematic pump, and advised the caller on setting up the replacement, ensuring the delivery of the new device without needing a signature. The customer will use multiple daily injections (mdi) as a backup.